Manufacturer narrative:
A maquet authorized tech inspected the device and replaced the ceiling suspension with a new unit. This investigation is on-going and the results will be included in a f/u report. Medical systems USA submits this report on behalf of the device mfg facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer reported to maquet that the arms of the surgical light system were difficult to move. He stated that there was no distance between the upper and the lower arms and this was creating friction between the arms. This friction caused the white paint particles to fall into the operating field. No injuries were reported. (B)(4).